Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire was fractured. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for used together with 1.50mm rotablator rotalink plus. During preparation, rotation was checked and performed outside the body. However, the device got separated. The annulus of the burr was suspected to be damaged/flattened. The procedure was completed with another of same device. No complications reported.

Event description:
It was reported that the rotawire was fractured. The 90% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for used together with 1.50mm rotablator rotalink plus. During preparation, rotation was checked and performed outside the body. However, the device got separated. The annulus of the burr was suspected to be damaged/flattened. The procedure was completed with another of same device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken. The device is broken, from proximal to distal 192.2 cm and from broken section to distal tip 137.8 cm. Also the distal tip is kinked. The outer diameters of the device were within specification.